Event description:
This report is the result of a customer contacting baxter. The customer reported that the chamber was filled with bubbles. Patient injury and medical intervention were not reported for this event.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The actual sample was returned and evaluated. The reported issue was not confirmed. No defect was evidenced during visual and leak tests of the sample.